Manufacturer narrative:
Results: the benchmark was ovalized near its distal tip, approximately 97.0 cm from the hub. Conclusions: evaluation of the returned benchmark revealed some ovalizations on its distal tip. It was reported the tech attempted to advance the benchmark into the 5f select. If this were true, it would likely have contributed to the damage observed on the returned benchmark. If the benchmark were mishandled during removal from the packaging or during preparation, the observed damage also may occur. During functional testing, the returned 5f select was advanced through the returned benchmark with some resistance. There was no damage observed on the returned 5f select. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff found that the tip of the benchmark 6f 071 delivery catheter (benchmark) was kinked. It is unknown whether the benchmark became kinked by loading it into the neuron select catheter instead of loading the neuron select catheter into the benchmark by the scrub technician or it happened upon removal from the packaging. The damage to the benchmark was found prior to use. Therefore, the benchmark was not used in the procedure. The procedure was completed using a new benchmark.